Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Underwater leak testing was performed and the leak was observed from the injection site looking like needle strikes to the injection port. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container empty leaked. The reporter stated that a drop of fluid came out at the additive port joint, where the port enters the bag. This occurred before patient use. There was no patient involvement. No additional information is available.